Event description:
The doctor reported breaking a 40.08 25mm file in the apex of a #10 upper lateral canal. The doctor extracted the tooth the same day. He further reported that he has broken other files, but provided no other details.